Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synths (B)(4) reports an event in (B)(6) as follows: a broken tip (approximate 39mm) of 4.3mm drill bit was left in the right tibia of a patient during proximal tibial plating surgery. Surgeon planned to keep the broken tip inside the patient and continue the surgery. The surgery was prolonged 3 ¿ 5 minutes for taking an x-ray. Patient is reportedly stable. This is report 1 of 1 for (B)(4).